Event description:
It was reported that a caucasian female patient underwent revision breast augmentation with a 300cc mentor smooth round moderate profile and experienced right side breast implant deflation postoperatively; diagnosed after physical and consultation with the physician. As a result, the patient underwent right side explantation and replacement with catalog number 3501645; serial number (B)(4) on (B)(6) 2022.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right defaltion. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 28, 2022, mentor became aware that the patient's age was 49 at the time of event. Field a2 has been updated accordingly. Mentor also became aware that there are no photos available for evaluation. Manufacturer¿s reference number: (B)(4).